Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 79, 28 or 2 alarm during testing. However, pump error 63 alarm confirmed in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 132mg/dl. Customer declined to troubleshoot for all the pump errors. Insulin pump will be returned for analysis.